Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed the reported issue. The upstream and downstream occlusion alarms were displayed 4 times. Functional testing was performed but did not duplicate the reported issue. The downstream occlusion (dso) sensor was within range. The cause of the issue was traced to an out of calibration dso sensor and the dso sensor was calibrated to address this issue.

Event description:
It was reported that the device had alarmed upstream occlusion during testing. There was no patient involvement.